Event description:
We have received a second notice of non-conformity from the gastroenterology department of the hôpital (B)(6), by the same physician, concerning the product : introducer system 10 fr. 195 cm pr cpre, code g31527, lot c2058037 (B)(4) c2058037, (grm (B)(6)) to the effect that: when introducing the guide wire into the prosthesis pusher, difficulty in inserting the guide wire. Pre-procedure realization that a piece of metal is protruding from the pusher. So the introducer system is not doing the job as intended. The user says it took longer to change the pusher during the procedure. The event occurred on (B)(6) 2024 and this happens occasionally. There was no damage to the user. Patient/event info: notes: the following has been requested (B)(6) 12jan2024. 1. What was the target location for the stent? 2. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 3. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? 4. Was the wire guide lubricated prior to use? N/a, yes, no 5. Was the wire guide inspected for damage prior to use? N/a, yes, no 6. Was the device at the center of the complaint inspected for damage prior to use? N/a, yes, no. 7. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no. If yes, please indicate the procedure performed. 8. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no 9. If not with the device in question, how was the procedure finished? 10. What intervention (if any) was required? 11. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 12. Were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, no. If yes, please detail any other defects observed. 13. For complaints occurring during use (once in contact with endoscope) also ask: 14. Had a sphincterotomy been performed prior to this occurrence? N/a, yes, no 15. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? 16. Does your medical facility have a service, maintenance schedule associated with its endoscopes? N/a, yes, no. 17. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Iif other, please specify. 18.was resistance encountered when advancing the wire guide to the target location? N/a, yes, no. 19. Was resistance encountered when advancing the introduction system in place to the target location? N/a, yes, no. 20. How did the physician deal with this resistance? 21. How did the physician determine the length of the stent to be used for the procedure? 22. Where was the stricture located in the duct? 23. Was the stricture dilated prior to placing the device? 24. If so, please indicate what device(s) were used. 25. Was resistance encountered when advancing the stent through the obstructed area? N/a, yes, no. 26. After placement, was stent position verified? N/a, yes, no. I. If yes, please describe how. 27. Please estimate the amount of time the stent was in place prior to this occurrence. 28. Did any section of the device detach inside the endoscope or patient? N/a, yes, no if yes, please specify what section of the device broke off: 29. Please indicate whether the device broke in the endoscope or in the patient. N/a, endoscope, patient. 30. Was the broken device retrieved? N/a, yes, no. .if yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): 31. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) N/a, yes, no. If yes, please indicate what modifications were made: 32. Please indicate why the modifications were necessary. 33. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 34. Did the patient require any additional procedures as a result of this event? N/a, yes, no. 35. What intervention (if any) was required? 36. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. 37. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed. The following has been answered (B)(6) 16jan2024. 1. What was the target location for the stent? Installation (B)(6). 2. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. (B)(6), à température ambiante et (B)(6). 3. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Fil guide gtin (B)(4), boston scientific (B)(4) jagwire guidewire st stiff 0.035. 4. Was the wire guide lubricated prior to use? With water. 5. Was the wire guide inspected for damage prior to use? Yes. 6. Was the device at the center of the complaint inspected for damage prior to use? Yes 7. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? No. If yes, please indicate the procedure performed. 9. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 10. If not with the device in question, how was the procedure finished? The procedure was finished with another device (same thing). 11. What intervention (if any) was required? No. 12. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 13. Were any other defects observed on the device prior to return (other than the reported complaint issue? No. · if yes, please detail any other defects observed. For complaints occurring during use (once in contact with endoscope) also ask: n/a, the problem was before the procedure. 14. Had a sphincterotomy been performed prior to this occurrence? N/a, yes, no. 15. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? 16. Does your medical facility have a service/maintenance schedule associated with its endoscopes? 17. Please indicate the location in the body where the stent device was to be placed. If other, please specify. 19. Was resistance encountered when advancing the wire guide to the target location? N/a, yes, no. 20. Was resistance encountered when advancing the introduction system in place to the target location? N/a, yes, no. 21. How did the physician deal with this resistance? 22. How did the physician determine the length of the stent to be used for the procedure? 23. Where was the stricture located in the duct? 24. Was the stricture dilated prior to placing the device? 25. If so, please indicate what device(s) were used. 26. Was resistance encountered when advancing the stent through the obstructed area? N/a, yes, no. 27. After placement, was stent position verified? N/a, yes, no. If yes, please describe how. 28. Please estimate the amount of time the stent was in place prior to this occurrence. 29. Did any section of the device detach inside the endoscope or patient? N/a, yes, no · if yes, please specify what section of the device broke off: 30.please indicate whether the device broke in the endoscope or in the patient. N/a, endoscope, patient. 31. Was the broken device retrieved? N/a, yes, no. · if yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): 32. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) N/a, yes, no · if yes, please indicate what modifications were made: 33. Please indicate why the modifications were necessary. 34. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 35. Did the patient require any additional procedures as a result of this event? N/a 36. What intervention (if any) was required? 37. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 38. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur.